Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2019 and absorbable straps were used. During the procedure, the device hooks were not attached to the mesh. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/05/2019. Summary: the device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera.